Event description:
While treating a pt, the radiation therapist raised the treatment table using the hand control pendant. The therapist released the "dead-man" switch of the pendant to stop the treatment table motion. Once the "dead-man" switch was released the treatment table continued to rise in the vertical direction although no switches were activated. The emergency off switch was immediately activated and the table stopped moving. The pt was safely removed from the treatment table. The pendant was changed and the problem did not occur again.